Event description:
Medtronic received a report that the coil experienced resistance in the sheath and had a part dislodge. The patient was undergoing treatment for coil embolization for splenic artery bleeding. The patient's vessel tortuosity was moderate. There was no degree of calcification. The artery was 7mm in diameter. It was reported that during removal of the coil from the loop, there were one long and one short black marker at the end of the pusher. When the coil was delivered into the patient and the plastic covering was to be taken out it got stuck and the coils were already in place. The doctor pulled forcefully to remove the plastic covering to expose the remainder of the coil pusher. They were unable to find the short black marker which is used for hand deployment. The procedure was completed by breaking the longer black marker and the coil was successfully deployed. The coil had been prepared with no issue. It was noticed that there were very dark markings inside the plastic sheath. It was possible the short black marker got dislodged and got pushed to the long black marker and got stuck. The plastic sheath has small tolerance, and resistance was felt when removing the plastic sheath. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the case was prolonged because of the difficulty to remove from plastic, and the team got anxious because they managed to coil the way they wanted it to be. The introducer sheath tip was submerged in the heparinised saline when the implant coil was pulled back inside during hydration. The length of the introducer sheath is very long, not all segment is vertical.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.